Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative installed new software. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that when attempting to load an exam it displayed an incomplete transfer. The site could not see the patient in the folder afterwards there was no reported impact on patient outcome. There was a reported delay to the procedure of more than 1 hour due to this issue.